Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar handle broke into two pieces during the procedure. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01451.

Manufacturer narrative:
Investigation: the device was not sent to the manufacturer for inspection, therefore the error description provided by the customer, "bipolar handle breakage during surgery", couldn't be confirmed. A review of similar complaints on this article code results in the most likely root cause of mechanical overload of the electrode during application by the use of excessive force. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).